Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has showed noisy signals, and the patient was brought to the clinic to perform some evaluations. The noise was able to be reproduced in both secondary and alternate vector configurations by performing isometrics. The s-ICD was reprogrammed to primary and a procedure for a transvenous (tv) system was scheduled. Subsequently, a tv system was implanted due to performance issues with this s-ICD system. Although only noisy signals were alleged. The patient was left with a turned off s-ICD system and tv system per physician discretion. This s-ICD remains implanted and no additional adverse patient effects were reported.